Event description:
Rec'd notice of complaint concerning above product. Reports a leak at the pump segment to mainline tubing connection (post pump). 12/15-spoke with director of nursing who reports two events occurred. The first was last week (director of nuring unsure of date). States that it was a "very small leak" with a reported blood loss of less than 10cc and no injury to the pt. The second incident occurred 12/14 at the pump segment to the mainline tubing. The reported blood loss was >20cc but less than 100cc (director of nursing reports "more like 40cc"). The leak occurred at the beginning of the treatment; the line was changed and the treatment completed without further incident. The pt was stable throughout and did not require any medical intervention. The line was discarded on the day of the event. A response letter has been sent to the facility.